Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the report of damage to the outer jacket of the modular cable could not be confirmed as no pictures were submitted for review and the modular cable was not returned for evaluation. The IFU and patient handbook contain information regarding caring for the driveline, including checking the driveline daily for signs of damage (cuts, holes, tears). The IFU states that the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline modular cable was tearing and needs to be replaced. There was no controller issue, just damage to the outer covering of the modular portion of the driveline. No alarms were noted which means there is no internal damage to the driveline. Patient was put on his backup controller and his primary became his backup. No further information provided.